Event description:
It was reported that during the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely or not. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Correction: section b5 in the initial report should not have stated that "the patient underwent surgical intervention during which the ipg was explanted and replaced." Instead, it should have stated that "the patient may undergo surgical intervention to address the issue."